Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately calcified and mildly tortuous artery. A 8.0mmx40mmx135cm (4f) sterling balloon catheter was advanced for post dilatation. However, the contrast agent was found to be leaking under fluoroscopy and the balloon ruptured during first inflation at 3 atmospheres for 4 seconds. A non-bsc balloon catheter was used to complete the procedure. No patient serious injury or adverse event were reported.